Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormality in manufacturing, concession, and variation. The subject device has not been sent from the facility. We surmise that there was no problem in the subject device. A foreign object such as dust and the like might have adhered to the pins inside the video connector socket, and this might have temporarily destabilized the electrical contacts between the scope and the device. This seemed to be a temporary malfunction causing the flickering in the endoscope images or a phenomenon caused by a connecting device other than the subject device.

Manufacturer narrative:
There is no additional information available for this event as yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the device yielded a flickering image. There is no reported harm to any patient.